Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health professional was concerned about the drop in estimated longevity since implant of the implantable pulse generator (ipg) nine months earlier. It was explained that the longer the device is implanted the more accurate the estimate will be. The device remains in use with continued monitoring. No patient complications have been reported as a result of this event.